Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed an allergic reaction due to the pod adhesive. The patient visited her doctor and was diagnosed with eczema. The doctor prescribed cortisone cream and a patch to put between the pod and the skin.